Manufacturer narrative:
This medwatch is for suspect device used in advantage system #1.

Event description:
Reporter alleged obtaining discrepant blood glucose results of 349 mg/dl on advantage system #1 back to back with a result of 125 mg/dl on advantage system #2 when testing was performed < 1 minute apart. Reporter stated no longer having the product from system #1 therefore no product will be returned for evaluation. It was reported the lot number associated with system #2 was not known, however, there was a request made for the return of that product and replacement product was sent. No report of actions taken or treatment received.